Manufacturer narrative:
Updated fields: d2a, d9, g3, g6, h2, h3, h11. The rickham reservoir was not returned for evaluation and lot number information has not been provided; therefore, an evaluation of the device could not be performed, and device history record (DHR) could not be reviewed. The root cause(s) of the reported issue could not be determined, however, the possible root cause for the ¿infection¿ reported by the customer, could be linked to the patient and hospital surroundings. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Event description:
Na.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
Study - this case is a report referring to a 24 year-old male participant. An investigator reported this case from the biomarin study, cerliponase alfa observational study. "On (B)(6) 2019, the participant initiated treatment with brineura (300 milligram, qow, intracerebroventricular). The lot number for brineura was unknown. The most recent dose was administered on (B)(6) 2025 at 15:16." "On (B)(6) 2025 at 13:15, the participant experienced grade 3 cellulitis and was hospitalized on the same date due to the event. The participant was present for cellulitis. No additional information was reported. No laboratory or diagnostic tests were reported. No treatment for the event was reported. No action was taken with brineura due to the event." "The outcome of the event was reported as recovered/resolved." "The investigator assessed the event of cellulitis as not related to treatment with brineura. The investigator assessed the event of cellulitis as related to the icv device. Per the investigator, other etiological factors included a skin infection."